Event description:
A clinical manager reported that during a hemodialysis (hd) treatment there was a blood leak. In a follow up, the clinical manager clarified that the blood leak occurred on (B)(6) 2022 within first minute after starting the hd treatment. The blood leak was described as being an external blood leak. The blood was seen coming externally from a crack on top of the header. The machine was a fresenius 2008t machine. Blood leak test strips were not used. Fresenius bloodlines were used. The leak was visually seen. The patient¿s estimated blood loss (ebl) was less than 100 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage noticed on the dialyzer prior to treatment. The treatment was completed the same day with new supplies on a different machine. The device is not available to be returned to the manufacturer for evaluation as it was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: a sample has not been provided for evaluation. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A review of the production record was performed. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A clinical manager reported that during a hemodialysis (hd) treatment there was a blood leak. In a follow up, the clinical manager clarified that the blood leak occurred on (B)(6) 2022 within first minute after starting the hd treatment. The blood leak was described as being an external blood leak. The blood was seen coming externally from a crack on top of the header. The machine was a fresenius 2008t machine. Blood leak test strips were not used. Fresenius bloodlines were used. The leak was visually seen. The patient¿s estimated blood loss (ebl) was less than100 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage noticed on the dialyzer prior to treatment. The treatment was completed the same day with new supplies on a different machine. The device is not available to be returned to the manufacturer for evaluation as it was discarded.